Event description:
Patient was brought urgently to cath lab for visual inspection, lead testing, and device revision. Found to have complete fracture of ICD lead. This is possibly due to either inadvertent damage during implant procedure or defect in manufacturing. Charging of ICD after new lead placed on right side caused electrical short with local heat production, which caused first degree burn and the need to replace ICD. Both subcutaneous leads were then removed and a transvenous lead was implanted and connected to a new ICD. Patient experienced first degree burns associated with heat in surgical pocket. No clinical intervention necessary. Patient discharged and doing well.